Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) level of 40-50 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Additionally, customer received glucagon from paramedics on (B)(6) 2021 and dextrose on (B)(6) 2021 to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.